Event description:
It was reported that the customer was hospitalized due to high blood glucose. It was stated that the customer no longer is using the device. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.